Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw lead screw test was completed and passed. Instructed the customer to change the set and use manual injections per md protocol. The customer also reported that the device had an intermittent response to button press. The customer has been off the pump for a day and bgs were treated with manual injections.